Manufacturer narrative:
The root cause of the reported failure was attributed to user mishandling/misuse, such as improper cleaning during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Improper cleaning during reprocessing most commonly causes this failure. A review of the instrument log for the medium-large clip applier (part # 470327 / lot # n10190923 0100) associated with this event has been performed. Per logs, the medium-large clip applier was last used on (B)(6) 2020 on system sk3385, with 96 lives remaining. A review of the site's complaint history showed no additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because the broken grip input disk may cause a loss of functionality during clip application. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Explant date is blank because the product is not implantable. Information for the blank fields in initial reporter is not available.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the hemolock medium-large clip applier's clip jaw was not moving correctly. The scrub tech disengaged the instrument to change it out and the gear came off and fell to the floor. No fragment or component fell inside the patient. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) has followed up with the customer to attempt to obtain additional information about the reported event. However, as of the date of this report, no additional details have been received.